Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise was reproduced when the patient went in for a d evice check. A possible rv lead fracture was also reported. The device detections were programmed off, the patient was put on a lifevest and the rv lead was later capped and replaced. No patient complications have been reported as a result of this event.